Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Attempts were made to obtain further information regarding patient information. To date no further details have been received. The data acquisition pcba to motor controller cable was returned for failure investigation, it was tested and no failures were identified.

Event description:
The customer reported that the ventilator alarmed with a pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Event description:
The customer reported that the ventilator alarmed with a pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.